Manufacturer narrative:
This report is submitted on (B)(6) 2018.

Event description:
Per the clinic, the patient experienced persistent inflammation at the implant site; it was reported that discharge was granulation tissues were observed. Subsequently, oral antibiotics were administered (date not reported) for a period of three weeks and the infection has not cleared. Explant and reimplantation is planned but has not taken place at the time of this report.

Manufacturer narrative:
This report is filed on january 25, 2019. (B)(4).

Manufacturer narrative:
It is now reported that the device was explanted on (B)(6) 2018. This report is filed on december 13, 2018.